Manufacturer narrative:
Additional information was received that the patient had an allergy test and the results were all negative. No further course of action will be taken.

Event description:
A report was received that the patient had a rash around the ipg site and had spread all over her body. The patient was prescribed oral medication (prednisolone) which seemed to help; however, when the medication was finished the rash returned. It was unknown if the rash was device related

Event description:
A report was received that the patient had a rash around the ipg site and had spread all over her body. The patient was prescribed oral medication (prednisolone) which seemed to help; however, when the medication was finished the rash returned. It was unknown if the rash was device related.

Manufacturer narrative:
Additional information was received that the physician did not believe that rash was device or procedure related.

Manufacturer narrative:
Event date: june 2014. Additional suspect medical device component involved in the event: model #: sc-2218-70, serial/lot #: (B)(4)/463881, description: linear st lead, 70cm.

Event description:
A report was received that the patient had a rash around the ipg site and had spread all over her body. The patient was prescribed oral medication (prednisolone) which seemed to help; however, when the medication was finished the rash returned. It was unknown if the rash was device related